Manufacturer narrative:
The evaluation confirmed there was a foreign object in the nozzle. Additionally, the evaluation revealed: the angle wires were stretched, damage or deformation due to physical stress caused by handling, crack of resin part due to impact such as dropping/ crack of molded part due to physical/chemical stress caused by handling, the suction cylinder was scraped with a cleaning brush, crack of adhesive bending section cover, part of the insertion tube is caught and pinched-the insertion tube becomes deformed, and insufficient cleaning. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer returned the device to olympus for repair stating the device had presence of foreign matter adhesion. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the event likely occurred due to improper or inadequate reprocessing method or handling. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
Additional information indicates there was not patient involvement.